Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged trunk cable connector) has been confirmed. Upon receipt, the trunk cable connector was cracked. The electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire and damaged connector was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt had damaged wires at the belt connector.